Manufacturer narrative:
PMA 510k p050017 s002 and s003 device evaluation off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. The ziv5-18-125-6-80 device of lot number c2025272, involved in this complaint, was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 25th april 2023. On evaluation of the device the following was noted: visual inspection red safety tab not returned outer sheath separated below white connector cap kink observed approx 6cm from white connect cap functional inspection 0.018¿¿ wireguide would not pass kink unable to deploy stent manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/or label there is evidence to suggest that the customer did not follow the instructions for use. It should be noted that the instructions for use (ifu0043) states the following: ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries.¿ image review an image was not returned for evaluation. Root cause analysis a definitive root cause of off label use was determined from the investigation. From the information available, it is known that the physician attempted to deploy this stent in the cavernous sinus for which they are not intended. Using a device outside its validated intended area of use, means we cannot predict how the device will perform. Using this device during a venous sinus stenting procedure may have caused the outer catheter material ripped off the deployment hub. As per d00213689, rev006, off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Also, from the additional information received, it is known that the patients anatomy was tortuous and resistance was encountered while advancing both the wire guide and the delivery system to the target location. This tortuous anatomy and resistance would have meant extra force was applied to the delivery system and also could have contributed to the outer sheath separation. A kink was observed in the lab evaluation. When asked if this kink was present before the device return, the user stated that a kink was not noted. It was placed on the table and no further inspection was done. The product was then placed in a hazardous materials package. It is possible that this kink could have been the result of being coiled up tightly while being returned or its possible that kink occurred due to the anatomy and the resistance felt during the procedure but never noted before return. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Summary according to the initial reporter when the physician was going to deploy the device, the outer catheter material ripped off the deployment hub. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A different non cook device was used to successfully complete the procedure. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the information given, it is known that the physician attempted to deploy this stent in the cavernous sinus for which they are not intended. The IFU states that ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries". Using a device outside its validated intended area of use, means we cannot predict how the device will perform. Using this device during a venous sinus stenting procedure may have caused the outer sheath separation. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2023.

Manufacturer narrative:
PMA 510k p050017 s002 and s003 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt and evaluation of the complaint device on 25-may-2023.

Manufacturer narrative:
PMA/510(k) # p050017 s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Product defect. Per rep - (B)(6) 2023 - when the physician was going to deploy the device, the outer catheter material ripped off the deployment hub. Did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. Per rep - (B)(6) 2023 - was the procedure completed with the device in question or with a different device? -the procedure was completed with a different device - the cordis precise stent. If a different device was used to complete the procedure, would you please provide the part # and lot # of that device? I do not know the exact size stent that they used. Ziv5/ziv6/zfv6. Are images of the device or procedure available? N/a, yes, no - no. At what stage of the procedure did the complaint occur? Unpacking or preparation of the device, insertion, stent placement, removing the introducer. Stent placement. Details of access sheath used (name, fr size, length)? N/a. What was the target location for the stent? Cavernous sinus. Was the product inspected for kinks or damage before use? N/a, yes, no -yes. Was the device used percutaneously? N/a, yes, no - yes. Was the device flushed through both flushing port before the procedure, as per IFU? N/a, yes, no -yes. Was pre-dilation performed ahead of placement of the stent? N/a, yes, no - no. Was post-dilation performed after the placement of the stent? N/a, yes, no - n/a. Details of the wire guide used (name, diameter, hyrdophyllic)? - n/a. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? N/a, tortuous, calcified, altered -tortuous. Was resistance encountered when advancing the wire guide to the target location? N/a, yes, no - yes. Was resistance encountered when advancing the delivery system to the target location? N/a, yes, no -yes. How did the physician deal with this resistance? -exchanged catheters + wires. Was the approach ipsilateral or contralateral? N/a, ipsilateral, contralateral - n/a. If contralateral, was the bifurcation angle steep? N/a, yes, no - n/a. Did the tip of the delivery system cross the target location? N/a, yes, no - yes. Was the delivery system tracked around a tight angle in the patient anatomy? N/a, yes, no - yes. Was the delivery system damaged/kinked/twisted during deployment? N/a, yes, no -yes. Was the handle pulled towards the hub during deployment? N/a, yes, no -yes. Was the delivery system pushed during deployment? N/a, yes, no - no. Was the stent deployed smoothly / without resistance? N/a, yes, no - no. If no, please detail any difficulty experienced during deployment: - n/a. What artery was the stent placed in? - n/a. Was the stent fully deployed from the delivery system prior to removal of the delivery system? N/a, yes, no - no. Did the patient have any pre-existing conditions? N/a, yes, no - n/a. If yes, please specify: did the patient require any additional procedures as a result of this event? N/a, yes, no -no. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a, yes, no. Please specify if yes.